Manufacturer narrative:
Additional information was added to the event description if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating that the site was able to get the system back to working order. No further information was received just that it all seems to be working. No system checkout needed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was having trouble booting. Initially the monitor would power on with "no input detected", but the computer itself didn't seem to be booting. They stated that they were able to get the computer to boot, but it booted to a bios warning message, something about bios settings have been changed. They were able to go past that and have the system boot normally, but any reboot will bring the system back to that bios warning message. No patient was present at the time of the event.